Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that during the scheduled implantable pulse generator (ipg) replacement procedure, pacing was temporarily performed at the rate other than the set rate, several times. However, the patient did not have any symptoms such as palpitation and thus the procedure was continued. It was unknown whether a special function was activated and/or the magnet rate was working. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.